Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low sensing amplitude was observed due to post-paced t-wave oversensing. The oversensing could not be reproduced in clinic. No action will be taken at this time. The patient condition is good.